Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stent placement procedure for a malignant stricture, performed on (B)(6), 2010. According to the complainant, after positioning the stent within the patient at the pylorus of the duodenum, the stent would not deploy from the catheter. The stent was removed through the scope, and the procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". This event has been deemed a reportable event based on the investigation results; handle broke.

Manufacturer narrative:
Patient over 18 years old. Initial examination of the returned device noted that the stent was fully mounted. A bend was noted in the shaft of the device proximal to the tip and again distal to the proximal end of the outer sheath. It was noted that the deployment handle was detached from the outer sheath and that the stainless steel shaft was broken. It was possible to retract the outer sheath and partially deploy the stent, but it was not possible to fully deploy the stent as the outer sheath could not be retracted past the break in the stainless steel shaft. Examination of the deployed stent found no anomalies. A kink was noted on the inner shaft. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.